Manufacturer narrative:
Evaluation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device a swell as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, the wife of a (B)(6) year old male patient contacted zoll customer support to report that the patient had an ulcerated lesion under the vibration box. The patient contacted his doctor who suggested that the patient continue to wear the lifevest. There was no follow-up information on the condition of the irritated area.